Manufacturer narrative:
Batch review performed on 02 july 2018; lot 167325: (B)(4) items manufactured and released on 02 february 2017 expiration date: 18.01.2022; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Other devices involved: femoral component sphere cemented size 6+ r reference 02.12.0026r (k140826); lot 171838: (B)(4) items manufactured and released on 28 august 2017. Expiration date: 29.06.2022. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Tibial tray fixed cemented size 5 r reference 02.07.1205r (k090988); lot 170448:(B)(4) items manufactured and released on 07 june 2017. Expiration date:23.05.2022 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Patella resurfacing size 4 reference 02.07.0036rp ( 02.07.0036rp); lot 166115: (B)(4) items manufactured and released on 23 november 2016. Expiration date: 2021-11-13; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient had a primary knee on (B)(6) 2017. On(B)(6) 2018 the patient came in due to signs of infection (right knee). The pathogen is unknown. The surgeon washed out the knee and swapped the poly. MDR 2018-00013 was filed. On (B)(6) 2018 (6 months after the previous surgery) the patient was revised due to sign of infection. The pathogen is unknown. The surgeon revised all medacta hardware and implanted a spacer. The surgery was completed successfully.

Manufacturer narrative:
Spacer removed on (B)(6) 2018. Permanent hardware was implanted.